Manufacturer narrative:
Analysis of the AED's log files did not identify a cause for the depleted battery pack. The review identified that once a new battery was installed the AED functioned as designed and could stay in service.

Event description:
A customer reported their AED's asi is flashing red and prompting a "replace battery pack now" warning. The customer did not report this occurring during patient use.